Manufacturer narrative:
Product complaint # (B)(4). Batch # t5cl82. Investigation summary: the analysis found that one psee45a device was returned with the anvil bent upwards and with one gst45d cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # unknown . A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: what is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reporting that during a vats procedure, stapler was closed and fired (first firing). An unusual cracking sound was heard when fired. After that stapler could not be opened - not using reverse button, nor using manual release. Closed stapler was removed from tissue using force. Tissue was damaged. Further resection and suturing was necessary in order to close parenchyma. More parenchyma had to be resected than planned. Patient consequences were not reported.